Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged. The lead was re-positioned three times. The lead was explanted for examination. It was noted that blood was on the tip and the helix was bent. The lead was replaced. No patient complications have been reported as a result of this event.